Manufacturer narrative:
The device was not returned for evaluation. Without evaluating the device, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17 checking your blood glucose 4 / page 36 warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient reported that his blood glucose (bg) levels increased to approximately 25 mmol/l (450 mg/dl) while wearing the pod for an unknown length of time. Patient did not think the pod was delivering insulin. He said the cannula appeared bent after he removed the pod from the site. As treatment, a new pod was applied. No further information was provided.